Event description:
Pt found in wc with their safety belt around neck. Resident was alert with periods of confusion prior to event. Resident removed from w.c. No pulse or resp detected. Paramedics called. Resident pronounced at the scene. Police, m.e.) 2 state agencies notified.